Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. The pump was unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with missing reservoir tube o-ring, minor scratched display window and scratched case.

Event description:
The customer's mother reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 225mg/dl at the time of the incident. The customer reported that the clear plastic ring where the reservoir goes in keeps coming off. Customer stated the reservoir still is able to lock into place. Customer stated it will come off and then go down the tubing and her son will just push it back on. The customer also reported that around the top of reservoir compartment it looks like there is a piece of plastic missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.